Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to an apparent fracture. The lead was found to have high increasing out of range impedance, oversensing of non-sustained (ns) episodes, and sensing integrity counter (sic) episodes. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.